Event description:
It was reported that, during npwt, a renasys go had low vacuum warning. Troubleshooting steps discussed with nurse and nurse reviewed her method of applying dressing components. She reports that there are no areas of the dressing that are less compressed than other areas and states that she cut the opening approximately 2cm and then applied soft port adhesive. It is unknown how was the treatment finished. No patient injuries or other complications were reported. No further information is available

Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable causes may include application and or product failure. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.